Manufacturer narrative:
Correction: previously reported medical device problem code should have been "capturing problem" rather than "high capture threshold".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was capped and replaced. The patient was stable throughout.